Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, h10, and h11. Complaint conclusion: as reported, the palmaz genesis stent on a 29mm x 10mm palmaz genesis on opta pro stent delivery system (sds) came loose when it was inserted into a 7f non-cordis sheath. The stent shifted position on the delivery system while remaining on the delivery system. The palmaz genesis stent was removed by withdrawing the opta pro delivery system and stent together. A new 29mm x 10mm palmaz genesis on opta pro sds was used as a replacement and the same issue almost occurred again with the replacement device; however, the user pressed the stent onto the shaft again and the stent was able to be easily deployed and implanted. There were no reported injuries to the patient. The user was experienced. The device was stored and prepared according to the instructions for use (IFU). The stent was not manipulated on the first palmaz genesis on opta pro sds prior to observing the malfunction, and the stent did not appear prematurely expanded. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82288060 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿stent offset/out of position¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Prior to stenting, the delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. The minimal acceptable sheath french size is printed on package label. Do not attempt to pass delivery system through smaller size sheath introducer than indicated on label. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Section h10 corrected to input related report number: (B)(6).

Event description:
As reported, the palmaz genesis stent on a 29mm x 10mm palmaz genesis on opta pro stent delivery system (sds) came loose when it was inserted into a 7f non-cordis sheath. The stent shifted position on the delivery system while remaining on the delivery system. The palmaz genesis stent was removed by withdrawing the opta pro delivery system and stent together. A new 29mm x 10mm palmaz genesis on opta pro sds was used as a replacement and the same issue almost occurred again with the replacement device; however, the user pressed the stent onto the shaft again and the stent was able to be easily deployed and implanted. There were no reported injuries to the patient. The user was experienced. The device was stored and prepared according to the instructions for use (IFU). The stent was not manipulated on the first palmaz genesis on opta pro sds prior to observing the malfunction, and the stent did not appear prematurely expanded. The devices were discarded and will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.